Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device was defaulting to child setting when adult pads are connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.